Event description:
It was reported by repair work order that there was fluid intrusion into the foam crib of the mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: replaced mattress.